Event description:
It was reported that a malfunction with code 16 occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced, as it was confirmed to not be within warranty. The customer was informed of the replacement and instructed on using manual injections as a backup therapy to maintain insulin delivery. The customer received instructions to allow the pump's battery to deplete before returning it to tandem within ten days using the pre-paid label and return box provided.